Event description:
A peritoneal dialysis (pd) nurse ((B)(6)) contacted (B)(6) customer service to report that patient (B)(6)) breaks out with rash when using island dressing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).